Event description:
It was reported that the colonovideoscope displayed a scope communication error code (e216). The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error code (216) due to fluid and leak on ethylene oxide (gas) valve, or component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.